Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not charge the implantable neurostimulator (ins) on their own anymore and did not use the device because it had failed a few times. The device had been off for months. The patient was reported to need a hip scan. No further complications were reported.